Event description:
The customer reported that the system was not emitting x-rays. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation and ordered parts. No further repair info is available at this time.